Event description:
It was reported to boston scientific corp that an enteral feeding - right angle feeding set was placed on (B)(6) 2009. According to the complainant, during an enteral feeding procedure on (B)(6) 2009, after the nutritional supplement was injected, it was observed that a leakage had occurred. The procedure was completed with another enteral feeding - right angle feeding set. There were no reported pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported as good.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot #; therefore, the device exp and manufacture dates are unk. The complainant indicated that the device has been disposed of and will not be returned for eval; therefore a failure analysis could not be completed. If there is any further relevant info, a supplemental medwatch will be filed. (B)(4).